Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that circumstances that led to the ins battery draining in 1 to 2 days was due to the patient having a brand new battery and they were comparing the drain time to their previous battery which would last 4.5 days. They stated that they should have been warned that it could be less with the new battery. They stated that they had been given no instructions with their new system. It was reported that their doctor did nothing to address the issue but a wonderful rep met with the patient for programming. They tried a new program to last 4 days, but the patient found that their existing programming felt better. The patient stated that they may just need to keep charging their device every day. The patient had no additional plans to address the issue. The patient also noted that they had been a stim patient of the manufacturer for 26 years and stated that they wish they¿d been able to give input on the new charging system as they stated not having a separate remote was not helpful. **MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported their ins battery would only last 2 days since a day after implant date which was shorter than their previous ins. Pt noted they charged their ins battery to 100%, but in one day their ins battery "died." Patient services specialist (pss) reviewed ins battery depletion was dependent on ins settings and usage. Pt confirmed they hadn't had their ins settings changed. Pt spoke to a rep via phone and text last tuesday and notified them about the issues. Pt confirmed their previous ins battery was replaced due to normal battery depletion. Pt noted their rep. Helped the pt pair the controller to their ins. The patient was redirected to their healthcare provider to further address the issue.